Manufacturer narrative:
(B)(4). The field service representative (fsr) evaluated the batteries and they tested good but were very low voltage. The batteries were charging when the fsr began the evaluation. The customer had realized they were trying to charge the unit in a nonfunctioning outlet. The fsr replaced the batteries as a precaution. The batteries will be returned. The evaluation is ongoing.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were dead and would not recharge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that one of the two batteries received had sustained internal degradation and would not charge, which prevented the battery pair from properly charging. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.